Event description:
It was reported from (B)(6) that the compact air drive device had no function. It was further reported that there was a potential issue with the engine of the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The date of product return was not reported. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized, and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the previous report stated the date returned to manufacturer was unknown. It has been updated to reflect the date the device was received.